Event description:
A medtronic aneurx bifurcated stent graft and its components were implanted into a pt for the endovascular treatment of an abdominal aortic aneurysm in 1999. The internal iliac artery was embolized one day before the endovascular procedure. The pt's aortic neck had a 25 mm native artery proximal landing zone and both common iliac arteries were slightly angulated. It was reported that the case was technically challenging, however, no complications occurred. Contrast CT scans, taken at 6-month intervals, demonstrated a known type ii endoleak and some kinking of the stent graft. The 2-year follow-up eval demonstrated suture breaks in both limbs of the stent graft and at the top of the right iliac limb. A 2003 CT scan demonstrated that the aneurysm sac diameter was 62 mm in diameter. 5 months later CT scan demonstrated that the aneurysm sac diameter was 85 mm in diameter. It was reported that a contrast CT scan demonstrated an endoleak of unk origin. The pt was reported to be in reasonable health, and after consultation, the pt was converted to open repair in 2004. It was reported that during the conversion procedure an intense inflammatory reaction around the vessels was noted. Testing of the stent graft in vivo demonstrated an endoleak that appeared to originate from either the proximal neck or the right gate area. It was reported that the proximal neck was well incorporated and extraction of the stent graft resulted in an endarterctomy of the aortic neck. The pt expired post procedure. The stent graft will be returned to medtronic for analysis.